Event description:
New information recieved on (B)(6) 2017 states the implantable cardiac defibrillator was in intermittent noise reversion mode during the noise episodes.

Manufacturer narrative:
The reported field event was confirmed in the laboratory due to review of stored egms. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
New information noted that on (B)(6) 2017 during interrogation the implantable cardiac defibrillator exhibited premature battery depletion and elective replacement indicator. Later the device was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that a symptomatic patient presented in the emergency room after receiving multiple inappropriate therapies. Electrogram showed noise on all channels. No intervention was performed. Patient was stable post event.